Manufacturer narrative:
The axium implant coil will not be returned for evaluation as it remains implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The pushwire is expected to be returned. Upon receipt of the device, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a medium size unruptured, saccular, aneurysm located in internal carotid artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) but during removal from the patient it detached. It was reported that this coil was third in the procedure. The physician tried to detach the coil four times with first instant detacher and three times with second instant detacher, but coil did not detach. The physician also tried to just break the wire in 3 attempts to use the "back up" detach method but both attempts failed. When the physician attempted to remove the coil when it finally detached and leaving a coil tail in the parent vessel. A stent was implanted at the neck of the aneurysm and secure the coil tail. Subsequent axium coils were successfully implanted without issue and procedure completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of implant coil ¿non-detachment¿ could not be confirmed. The axium pushwire was returned without implant coil as it remains in the patient. The instant detachers were not returned as they were discarded. As received, the axium pushwire was found broken into three segments which were all retained together by the release wire. The proximal pushwire segment, the tack weld replacement crimps were found broken. The middle segment of the pushwire found bent and broken distal to the break indicator at the manual detachment location (via hypotube). The distal pushwire segment was found stuck within the non-medtronic microcatheter. Additionally, the pushwire segment was found bent at several locations from the proximal end. No other anomalies were found. The instant detachers were not returned; therefore, any contributing factors from the instant detacher could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. It is possible that the pushwire initially broke at an incorrect location during manual detachment method. It is possible that the coin subsequently pulled back from the lumen stop and the implant coil detached from the pushwire as reported by the customer. It is possible that the reported pre-mature detachment of the implant coil led to the implant coil positioned with a portion of the implant coil outside of the aneurysm. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching. If information is provided in the future, a supplemental report will be issued.